Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the iliac artery. The procedure was successful with good results. However, the viperwire guide wire buckled at some point during the procedure and was difficult to remove with the last 5 centimeters fracturing and remaining in the common femoral artery (cfa). A balloon was used to purge the fractured component into the sheath. There were no patient complications as a result of the event. There were no components left in-vivo. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, difficult to remove, deformation due to compressive stress, and unexpected medical intervention appears to be related to operational context. In this case, it is possible that the material separation, difficult to remove, deformation due to compressive stress, and unexpected medical intervention is the result of patient anatomical morphology and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (code 2889 added. Codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the iliac artery. The procedure was successful with good results. However, the viperwire guide wire buckled at some point during the procedure and was difficult to remove with the last 5 centimeters fracturing and remaining in the common femoral artery (cfa). A balloon was used to purge the fractured component into the sheath. There were no patient complications as a result of the event. There were no components left in-vivo. The patient was in stable condition. Additional information was received indicating the viperwire had a kink and was slightly knotted which led to the difficulty removing the viperwire and the viperwire fracture. The kink was believed to be caused by calcium. There were six treatments performed prior to the viperwire fracture. It was indicated the vessel was primary wired with an unspecified guide wire and was exchanged for a viperwire guide wire. There was no difficulty wiring or delivering devices and there was no wire bias observed.